Event description:
It was reported that a patient who underwent spaceoar vue placement under general anesthesia in (B)(6) 2023, has visited the emergency room (ER) three times due to suspected retained spaceoar vue. Although it was placed approximately 9 months prior to the observation, computerized tomography scans confirmed the hydrogel's correct placement, yet during the third ER visit, the patient suffered from dysuria and a sensation of urinary razor blades, accompanied by urgency and frequency. A subsequent CT scan revealed a fluid collection in the area designated for the hydrogel, surrounded by a tissue-lined cavity, indicative of cystoprostatitis. The fluid collection exhibited rim enhancement without contrast, leaving it uncertain whether it represented retained spaceoar vue, an abscess, or both. It was speculated that the abscess could have developed from bacteria introduced during implantation or it could have been translocation of bacteria in the setting of prostatitis, potentially infecting the gel and resulting in an abscess. However, this could not be confirmed.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 09/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 09/04/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a04 is being used to capture the reportable event of gel lasts too long. Patient code e2326 is being is being used to capture the reportable event of inflammation. Patient code e172001 is being is being used to capture the reportable event of abscess.